Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the hospital in poor physical condition and in bradycardia. It was noted that the pacemaker exhibited pacing failure and could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
The complaint of premature discharge of the battery is confirmed. Complaints of no pacing and failure to interrogate were not confirmed. Device was received with no telemetry and battery was at eol. Device image could not be analyzed because of data loss due to very low levels of the original battery. Telemetry and output were re-established after new battery was installed and product code was reloaded. After extensive in-depth analysis, including telemetry and output monitoring tests, no anomalies were found with the hybrid and battery currents were at normal range. Additional battery analysis was performed at the outside lab and no anomalies were noted. The device was implanted for 3.17 years, which did not pass 4.92-year projected longevity using nominal settings, which is below projected longevity.